Event description:
The patient was transported back to a care facility and emergency medical technician-paramedics (emtp) 1 was outside of the rig and unhooked the cot and emtp 2 watched as emtp 1 began to slowly back the cot from the rig, confirming that the rig's hook caught the cot's bar. Emtp 2 turned to face the cot, placing their right hand on the head of the cot. As emtp 1 lowered the cot electronically (lowered approximately one foot), emtp 1 felt the head of the cot begin to slide to the left and emtp 2 felt the wheel at the cot's head slip off the back of the rig. Emtp 2 could not observe if the cot's bar was still hooked by the rig. Emtp 2 attempted to steady the cot and told emtp 1 to stop lowering/pulling. Emtp 2 felt the cot's far back wheel continue to slide and then felt the wheel on the head of the cot closest to emtp 2 pull up as the far side of the cot tipped down. As the rest of the cot's head came off the back of the rig and tipped away from emtp 2, emtp 2 was able to reach across the back of the cot and cradle the patient's head and follow the patient to the ground. The patient's head never touched the ground. The cot landed on its side. The patient was tightly secured with all safety belts on the cot. The patient did not fall off the cot. The only point of contact that the patient made with the ground was the right elbow. The emtps took appropriate follow-up actions, including conducting a full body assessment. The patient complained about right shoulder and elbow pain and the patient was returned to the hospital for an evaluation in the ed. Patient was treated for minor injuries (right rib fracture, right elbow contusion) and released from the ed and returned to care facility.in follow up: the emtps inspected the cot and rig for any abnormalities and had noticed no reason for the apparent safety bar/hook malfunction. The rig was used to transport the patient to the ed for an evaluation and the cot bar caught the rig hook and loaded smoothly and then the emtps were able to unload the patient with no issues.